Manufacturer narrative:
The device is planned to be returned to (B)(4) but has not yet been returned. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The device was returned to the user facility after the repair by olympus (B)(4) was completed. The engineer at the user facility inspected the device before returning it to the department that uses it. The engineer then reported that there was a problem with older sd video type endoscopes, such as the olympus videoscope gif-q180, which did not display a working endoscope image. However, it worked properly with the olympus 190 series endoscopes. There were no patient injuries associated with this event as the reported defects did not involve the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus france (ofr) for evaluation. Ofr inspected the device on (B)(6) 2021 and confirmed the following: when the device was connected, the proper endoscopic image was not displayed. When the evis exera I and evis exera ii series endoscopes were connected to the device, only test patterns such as color bars were displayed on the screen instead of the endoscope image. This failure mode is a MDR reportable malfunction. The printed circuit board of the device had failed, but the cause of the failure could not be determined. This device was sold in (B)(6) 2013. Previously, the device had been returned for repair at ofr in (B)(6) 2021 due to a defect in the video connector socket, but no defects on the dp board had been found. Moreover, dust had also been found inside the block. Omsc reviewed the change history of the device parts and confirmed that the design of the dr board was changed on (B)(6) 2018. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the endoscope image was not displayed only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.